Event description:
The surgeon broke a drill tip passing pin while completing an acl repair. The surgeon elected to leave the broken piece in the femoral diaphysis. Although the guidewire is identified as a single use device it has been reported as having been used in previous surgical procedures.